Manufacturer narrative:
Corrected sections as of 27-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: product evaluation from manufacturer was available when the initial MDR was filed (24-dec-2020). Internal evaluation has been completed and defect found on returned meter - error message (e-0) with lab controls. Root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: result of 19mg/dl was not found on the meter's memory.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation - product evaluation in-process. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 14-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 19 mg/dl. The result of 19 mg/dl was confirmed during review of the meter memory. Customer did not report experiencing symptoms when the result of 19 mg/dl had been obtained. The customer¿s expected am fasting blood glucose test result range is 100-150 mg/dl and fasting 2 hours post meal expected blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 03/15/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (customer was only concerned with the result of 19 mg/dl): (B)(6).